Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed an irritation underneath the back, left side therapy electrode. Patient mentioned a sensitivity to nickel. The patient was given a steroid prescription from their physician. It was reported that the patient's irritation improved.